Event description:
Complainant reports gastrostomy tube balloon burst at time of insertion.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.